Manufacturer narrative:
Vyaire file identification: (B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator has low volumes during check out procedure. The customer also confirmed that the screen kept on cutting out. There was no patient involved in this reported event.